Event description:
It was reported the device reached rrt (recommended replacement time) about 26 months after implant. It was also noted that lead outputs may have been high. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.